Event description:
Follow up information identified that patient had ipg removed and replaced and the issue was resolved.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy due to their ipg becoming inoperable. The patient's ipg has been unable to communicate with their external devices. Multiple troubleshooting attempts were initially performed but were unsuccessful. Surgical intervention may be pending to address this issue.